Event description:
The article lists info suggesting that a pt being treated with intrathecal compounded baclofen 4000 mcg/ml at a daily dose of 2000 ug for spasticity (56 mos) experienced increased spasticity despite normal pump function. Further investigation revealed an oval lesion consistent with an inflammatory mass at the tip of the intrathecal catheter causing dysfunction. The catheter and pump were replaced without problems. To avoid overdose the pt's medication was adjusted to 75% of the pre replacement dose and the pt was given oral baclofen. The pt's postoperative course was complicated by a withdrawal induced seizure. Her withdrawal symptoms requiring stabilization of her airway and hemodynamics were successfully treated with a bolus of intrathecal baclofen and she recovered with excellent control of her spasticity. No add'l info concerning event resolution and pt outcome was provided. The catheter MFR was not identified. Journal reference; et al "inflammatory mass of an intrathecal catheter in pts receiving baclofen as a sole agent; a report of two cases and a review of the identification and treatment of the complication." American academy of pain medicine. 2007; vol 8: 259-262.

Manufacturer narrative:
This report is based on the reported withdrawal experience with the replacement pump. The article was forwarded to medtronic by MFR, under mfg control. Journal reference: et al. "Inflammatory mass of an intrathecal catheter in pts receiving baclofen as a sole agent; a report of two cases and a review of the ID and treatment of the complication." American academy of pain medicine. 2007; vol 8; 259-262. (See add'l scanned pages)